Event description:
The customer reported the temperature adapter cable part number 700-0031-00 connections are intermittent, and cause the temperature channel to intermittently sign on and drop off. No injuries were reported.

Manufacturer narrative:
Spacelabs performed a health hazard evaluation in 2007, which identified that mitigation is required to prevent possible delay in patient care. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this issue to the FDA. We are now reporting this issue as required.